Event description:
It was reported that the patient had fractured leads. As such, surgical intervention was taken on (B)(6) 2025 where leads were attempted to be explanted, however, lead fractures remain in the patient. As such, additional surgery may occur.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.